Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely that the leak and error message were caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the video connector was leaking and an error b30 was displayed when plugged into a video processor. There was no patient involvement.